Event description:
It was reported that air ingress occurred. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. While preparing the farawave catheter to go into the sheath, a large amount of air was observed. Air bubbles were observed in both the sheath and the pressure tubing line to the flush device. This air was aspirated and mitigated by the physician. A mapping catheter was then inserted into the sheath; however, air ingress was still observed. The physician believed that this was caused by a faulty valve. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific's post market laboratory.

Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, the faradrive sheath was visually inspected. Visual inspection of the device noted no abnormalities. The sheath was leak tested, and the sheath passed leak testing. Microscopic inspection of the flush lumen port found the luer to be torn where the adhesive filet bonds to lumen to the valve hub. The faradrive steerable sheath was attempted to be leak tested by purging air out of the faradrive sheath by injecting deionized water into the flush lumen port. This did not cause the area to leak. As it is unclear that the flush lumen luer could have contributed to the reported allegation, the cause of the reported air ingress could not be confirmed.

Event description:
It was reported that air ingress occurred. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. While preparing the farawave catheter to go into the sheath, a large amount of air was observed. Air bubbles were observed in both the sheath and the pressure tubing line to the flush device. This air was aspirated and mitigated by the physician. A mapping catheter was then inserted into the sheath; however, air ingress was still observed. The physician believed that this was caused by a faulty valve. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific's post market laboratory where it is awaiting analysis.